Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the third firing moving up toward fundus on a laparoscopic sleeve gastrectomy, the staple was able to fire but there were malformed ¿u¿ shaped staples rather than ¿b¿. The distal was also incomplete. Another reload was fired medially to the misfired reload and none formed staples removed with graspers. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.